Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific blood glucose value was not provided. The customer changed the infusion set to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.